Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level went as high as 890 mg/dl. Customer experienced diabetic ketoacidosis and was hospitalized for 1 day. Customer was on dialysis, had low blood pressure and was then taken to the emergency room due to blood glucose levels being unreadable. Customer believed the insulin pump worked properly and declined to troubleshoot their high blood glucose levels. Customer was advised to monitor the insulin pump, monitor their high blood glucose and call back if issues persist.